Event description:
One female pt, with discrepant troponin t results. Initial result, tested 2008, gave 0.950 ng/ml; repeated three times giving 0.152, 0.149, and 0.152 ng/ml. Three add'l samples from this pt were obtained. Second sample, tested 2008, gave initial result 1.01; repeat gave 0.972 and 0.999 ng/ml. Third and fourth samples, tested 2008, gave 1.69 ng/ml and 1.40 ng/ml, respectively. The initial result was reported, the pt was not adversely effected. The field svc was unable to determine root cause. Performance tests performed which were within specification.